Manufacturer narrative:
The pt is currently ongoing on lvad support with the back-up system controller. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's husband found wife in house unresponsive with vad power module (pm) alarming. He stated the system controller was not alarming just the pm. The pm had a yellow circle and yellow battery alarm but the device was plugged into the wall and they had not lost power in the house. The pt was connected to the pm. He unplugged the cable at the wall and re-plugged it in and the light went to green and battery green but alarm continued. Pt's spouse changed cable to pt with no charge then placed the pt on batteries. No change in alarm with batteries so he changed system controller. He stated the system controller had no lights when he changed system controller. The pump started working as soon as the system controller was changed. Pt's spouse had called 911 and vad on call number during the event.